Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's representative that the patient was experiencing atrial fibrillation (af). The patient was under the impression the implantable pulse generator (ipg) was not working. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.